Event description:
The customer reported that the gauze xray is shedding small white threads. Per additional information received, it is unknown if medication intervention was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were corrected or completed: brand name: vistec. Manufacturer name: cardinal health 200, llc. Unique identifier (UDI) #: (B)(4). PMA/510(k)number: exempt. Labeled for single use: yes. Investigation summary: a photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the defect was confirmed; the selvage edge was unfolded. A root cause analysis indicated that this occurred during our manufacturing process.